Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a sufficient implantation of a 26 mm evolut fx+ transcatheter aortic valve (implant depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp) inside a patient with an annulus of 21 mm, the valve dislodged due to insufficient wire management with the delivery catheter system (dcs) nose cone during final release. The dislodged valve was snared in a high position and a second medtronic valve was implanted successfully. A post-operative echocardiogram showed no aortic insufficiency, pericardial effusion, or other complications. After a few hours in the intensive care unit, the patient's condition deteriorated, with a severe drop in hemoglobin value. It was not possible to stabilize the patient, and subsequently the patient died. Additional information was received indicating that, per the physician, the cause of the anemia was unable to be determined. The cause of death was also unable to be determined, no pericardial effusion was seen on the echocardiogram. It was possible that the death was related to issues that occurred during the implant procedure as the procedure was prolonged, a second valve was implanted, and the first valve had to be snared. It cannot be determined if the dislodged valve, the second dcs, or the second valve caused or contributed to the patient's death. The nose cone of the first dcs may have contributed to the patient's death as it was involved in the dislodgement of the first valve.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.